Event description:
It was reported that after filling the cassette and attaching to the pump, the device exhibited a blockage alarm. The cassette was replaced, and the issue was resolved. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The device was filled with 100 ml of reverse osmosis water using a syringe, and installed on an infusion pump and 10 ml of priming was performed. No pump alarms were observed. An additional 10 ml of priming was performed with an extension set and no alarms were observed on the pump. The device passed all functional tests and performed as intended.